Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device was intermittently losing power and required a reprime to continue functioning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/08/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2013 with the following findings: the pump powered on normally with no issues. A review of the device¿s black box history revealed no recorded reboots or power events. The battery compartment is intact with no cracks and no evidence of moisture damage. When the pump was run continuously there were no power losses. There was no evidence of moisture damage inside the pump. The battery terminal contacts showed no signs of intermittent contact.